Event description:
Lifesite patient was explanted due to excessive bleeding from the pocket. Reported information indicates the valve was stuck open. Upon explant is was reported that a syringe was attached to the cannula and saline was pushed through the cannula out the top of the valve, indicating the valve was stuck open.